Event description:
On (B)(6) 2014, the patient contacted animas alleging that the prime history in the pump was incorrect. The patient stated that she knows it takes 10 units of insulin to fill her infusion set tubing. Reportedly, the patient did not prime anything, but the pump recorded a 5.9 unit prime on 03/23/2014. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the total daily dose added up and equaled the basal target on 03/27/2014. The keypad was undamaged and fully responsive. The pump successfully completed the ezprime sequence and the prime history recorded accurate prime information at the correct time and with the correct amount. The pump reflected 24 units (u) after a 24 hour on 1u/hour duration test. The product performed within specification.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.